Manufacturer narrative:
Batch review performed on 13 september 2018. Lot 112643: (B)(4) items manufactured and released on 15 september 2011. Expiration date: 2016-07-31 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 04 september 2018: hip revision surgery occurred 6 years and 8 months after primary cementless total hip arthroplasty. Radiographic image provided shows the presence of radiolucent lines and signs of stress shielding. Aseptic loosening is a possible, literature described mid-term adverse event and causes are often unknown. The reason of this event cannot be determined.

Event description:
About 6 years and 8 months after primary the surgeon revised the patient for stem loosening. Stem, head and liner swap. The surgery was completed successfully.